Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02764. The patient received two scs leads from the same lot number. It was reported the patient had his scs system removed due to the patient experiencing painful sensation from his system.

Manufacturer narrative:
Evaluation codes - results: all returned lead segments had cuts on the ends that would be consistent with the explant procedure. Microscopic inspection of the returned lead segments found that the lead body segment had no broken wires, kinks or outer tubing breaches. The lead segments passed continuity testing and no abnormalities that would have contributed to the reported event were found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.